Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9020410. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 150cm x 5cm prowler select plus microcatheter (606s255x / 31471105) and the 4mm x 30mm enterprise 2 stent (encr403012 / 9020410) were in place and the physician attempted to release the stent. During the process of releasing the stent, the stent and the microcatheter migrated backward automatically. The physician tried to push the microcatheter forward to retract the stent back into the microcatheter, but the microcatheter was unable to provide enough stability to maintain its position. As a result, the stent could not be retracted back into the microcatheter. The physician removed the stent and the microcatheter from the patient and replaced the microcatheter with a second and a third 150cm x 5cm prowler select plus microcatheter (606s255x) from the same lot: (31471105) successively to deliver the same stent, but the same issue as with the first microcatheter was encountered. It was then reported that after the physician made adjustment and the stent was delivered using the third prowler select plus microcatheter and the stent was successfully released in the target position. The procedure was reportedly prolonged by approximately 15 minutes. There was no report of any negative impact to the patient. On 04-mar-2025, per the cerenovus sales representative, additional information cannot be obtained.